Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump display and buttons were unresponsive even after battery change. Customer reported that the insulin pump had an insulin flow blocked alarm. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump powered up properly after the test battery was installed. No blank display noted during testing. The insulin pump passed the displacement test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functioned properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm and no delivery alarm noted during testing. The pump responded properly to button presses. No unresponsive buttons noted. No damage noted on the keypad traces.